Event description:
It was reported that a detached or missing sensor wire occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. Product was provided for investigation. An external visual inspection was performed and passed. Internal visual inspection was performed and failed. The allegation was undetermined via product. However, it was found that a bent needle occurred. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).